Manufacturer narrative:
Supplemental MDR 2016493-2025-06859_supplemental1 was submitted to recall MDR no. 2016493-2025-06859. The customer reported that due to dns changes, patients were not appearing on pyxis devices throughout the hospital; however, this issue was rectified by tsc through remote access. The customer confirmed that patient care was not impacted, as all machines remained accessible, and there were no specific reports indicating that the issue disrupted the patient care workflow for medication dispensing. There were no identified malfunctions, delays, or adverse effects, and this was part of a scheduled work item.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was found that multiple es stations at the location were set up with an incorrect static dns address. A technical support specialist connected to the station and verified as well as configured the appropriate dns addresses. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that pyxis anesthesia es systems went into disconnected mode as a result of changes made to the dns. The customer reported that this impacted clinician workflow and patient care. There were no adverse events or injuries reported based on this event.